Manufacturer narrative:
Results: the neuron 070 was fractured approximately 95.0 cm from the hub. The distal fractured segment of the neuron 070 was on the packaging mandrel and the marker coil was present. The packaging tape that covers the packaging mandrel was torn. Conclusions: evaluation of the returned neuron 070 revealed that the catheter was fractured. If the distal tip of the device is pushed underneath the packaging tape, resistance will likely be experienced. If the device is subsequently retracted against this resistance, damage such as a fracture may occur. The root cause of the catheter shifting to become stuck under the packaging tape could not be determined. Further evaluation of the returned neuron 070 revealed that the marker coil was present and not peeled off the distal fractured segment of the device. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the radio-opaque marker of the neuron 6f 070 delivery catheter (neuron 070) was peeled off upon removal from packaging. Therefore, the neuron 070 was not used in the procedure. The procedure was completed using a new neuron 070.